Event description:
It was reported to philips that the system was unable to emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a neurovascular diagnosis procedure was performed when the issue happened. The procedure was aborted and completed after moving to another room. A field service engineer (fse) visited onsite and found system was unable to emit x-rays. After reviewing log file fse found the image disk failed on the x-ray pc. Upon troubleshooting fse found failure in the x-ray pc. The cause of the x-ray pc failure could not be determined by the supplier's part analysis. To resolve the issue, fse replaced the x-ray pc. After the replacement of x-ray pc, the system was working as intended. The codes were updated based on the investigation outcome. Evaluation method code was corrected.